Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: use error.

Event description:
Healthcare professional reported unknown side implantation of expired and recalled device. The device remains implanted. Physician noted the patient was aware the "risk and benefit of the product" prior to implantation.